Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Patient reported right side "textured insertion" and "rupture." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d6(b), g1, g2, h6.

Event description:
Health professional reported the device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening radius side assessed as unidentified (tear) opening (shell thickness was within specification) and in the same edge has an opening assessed as surgical damage and missing piece of the shell assessed as to inconclusive. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed in the device.

Event description:
Patient reported right-side "textured insertion" and "rupture." The device has been explanted.